Manufacturer narrative:
Corrected fields: patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one shock as inappropriate therapy for the patients atrial tachycardia. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one shock as inappropriate therapy for the patients atrial tachycardia. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.